Manufacturer narrative:
Continuation of medical devices: product ID 977c265, serial# (B)(4), product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4). Occupation: non-healthcare professional (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having problems because the trial worked beautifully but the permanent implant wasn't providing the results they expected. The patient still has a lot of the problems they had prior to getting the therapy, such as "the sharp pains" and the "leg jerks". There was a lack of therapeutic benefit. The patient wanted coverage in both legs but was getting it in the left leg. The doctor told the patient when he put the temporary one, they said there was a lot of scar tissue so they couldn't get one of the leads exactly where they wanted it. The doctor told the patient that the permanent leads were exactly where they wanted them to be. There had to be a difference between something with the trial and current implant. The patient thought the leads were in a different spot from where they were in trial vs now. Right now they weren't programming the patient¿s device to offset that difference. The patient was going to try to obtain the x-rays/programming so they could compare the location of leads/programming between their trial and permanent implant. It was noted that the patient was seeing a different doctor from their original one. No further complications were reported or anticipated. Additional information was received from a patient. It was reported that patient wants the health care professional (hcp) and manufacturing representative (rep) to get a copy of the x-ray where the trial lead was placed and compare them to an x-ray of where the permanent leads were placed and where his leads were now. Patient stated the hcp sent them a report stating that they believe his leads have moved. Patient was redirected to health care professional (hcp) to address concern. Patient reiterated experiencing "jabbing pain and leg jumps". No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient with an implantable neurostimulator (ins) reported they had no new managing physician. The patient noted the steps they had taken to try alleviating the problem were change the control setting. The patient noted they had turned control off to see what happened, there was no change on or off. The patient had tried bike and low back exercises, with no results yet. The patient noted they had not seen the technician to resolve strong voltage charges because it was intermittent. The patient noted that on there was nothing planned at the time of the letter to remove the device. The patient noted they had not received a response from their healthcare professional (hcp) for medical information on manufacturer name, and serial number of their temporary trail stimulator. The patient noted they needed the trial period setting before meeting another programmer. The patient noted after on an office chair for about 30-45 minutes, when they stood up they often had sharp pain in the low back as they tried to move around. The patient stated they were in pain all the time. The patient noted when they received a response from their hcp they will need to see a manufacture representative (rep) and they wanted the rep to have access to their previous settings. The patient noted they still did not have control of programmer as they had asked the technicians for. The patient noted both of their hcps knew the exact nerve that was responsible for their sharp jabbing pain, ache, and leg jerks. The patient noted the hcps gave him shots that lasted anywhere from two hours to a maximum of two days. The patient noted they were on nerve pills, pain pills, alcohol, etc, to try and reduce their frustration and irritability. Additional information the patient provided from the hcp to the patient reported the patient had a ¿monoclonal band¿ which was what the hcp at home were following. The hcp noted it looked like a low level and likely was not increased compared to your prior measurements. The hcp noted the following measurements albumin-elp (g/dl) current result 4.1, reference range 3.8-5.2. Alpha 1 elp (g/dl) current result 0.1, and reference range 0.1-0.3. Alpha 2-elp (g/dl) current result 0.7 and reference range 0.5-0.9. Beta elp (g/dl) current result 0.7, and reference range 0.6-1.1 gramma-elo (g/dl) current result 0.7 and reference range 1.7-3.8 total globulin-elp (g/dl) current result 2.2 reference number 1.7-3.8 albumin/globulin current result 1.9 reference range 1.0-3.1, monoclonal band #1 elp (g/dl) 0.1 reference range 0.9-0.0, monoclonal band #2 elp (g/dl) current result 0.0 reference range 0.0-0.0 monoclonal band #3 elp (g/dl) current result 0.0,reference range 0.0-0.0. The patient also noted they don¿t have control of the strength of their stimulation. Additional information form the patient on february 5th reported they were requesting the complete setting for the trial stimulator that was used on them, including the manufacturer, make, ID, and serial number. The patient requested the hcp include setting for 16 electrodes, both right and left, intensity rate, pulse width and cycling, and positions for a, b, and c. Additional information from the patient on february 5th, 2019 reported the issue were not resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Continuation: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that within the past week, the patient¿s implant would be on for 24 hours and when the patient checked it, it was only showing 10% had been used and showed that no controller battery had been used. It was noted that before this issue started, it was using 30-40% of the ins battery. Troubleshooting/interventions performed included the patient increasing as well as decreasing it since the issue started. It was reviewed that adjusting stimulation and usage can affect how quickly the ins battery will drain and that if settings were lower, the drainage would be less. It was also reported that since a couple months, when recharging the ins, the patient turns the device off, and when the patient turned it back on, the patient experienced strong voltages/electrical charge across their low back and spine. The patient thought that their lead had moved. The patient was redirected to follow up withtheir healthcare provider (hcp) regarding this therapy issue. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the implanted therapy had not worked as well as the trial. The patient wanted to have their device reprogrammed, however they were dismissed at their doctor. The patient mentioned that they might have the device removed.